Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) as the lead moved from its original position. A surgical intervention was performed where this lead was explanted and a new lead was successfully placed. Additional information was received indicating that the lead was disposed at the hospital. The lead was no longer in service. No additional adverse patient effects were reported.